Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a possible infection. Specifically, the nurse practioner (np) felt as though the implantable neurostimulator (ins) battery (pocket) site was infected at a follow up visit on (B)(6) 2014. The patient symptom of redness at the device pocket was reported. Surgical exploration was performed on (B)(6) 2014 where it was determined that the ins as not infected. A culture of the device pocket (results not provided). It was unknown if antibiotic treatment was necessary for the issue. Troubleshooting of reprogramming was performed. The ins was left implanted and was not removed. It was noted that there was no alleged product issue associated with the event. The patient status at the time of report was reported as ¿alive ¿ no injury¿. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient's symptoms resolved and the pocket was surgically checked and it was determined there was no infection. It was noted the patient's health care provider (hcp) believes it was simply bruising. It was further reported the patient is now receiving effective therapy.